Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was overstimulation. The patient was driving down to his health care provider¿s office in his car and he must have hit a bump or something, because stimulation seemed like it turned up and the stimulation kept turning up and up. At the time of the report, it was so strong that he could hardly walk. The patient left the patient programmer and implantable neurostimulator recharger 20 miles from home and was wondering how he could turn off the stimulator. The patient was referred to his health care provider¿s office. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's stimulation issue caused them to lose control of their bowel movements. The patient stated that they wanted to have their device reprogrammed that they hadn't turned their hadn't turned their stimulation back on since because they didn't want to take the risk of overstimulation again. The patient reported that the overstimulation reported earlier had caused them to lose body control and the ability to walk. The patient noted that it was a very embarrassing experience. No further complications are anticipated.